Event description:
A nurse reported that during vitrectomy surgery, the system displayed a message. Rebooting did not clear the message, so the system was exchanged. The surgery was completed and there was no pt harm.

Manufacturer narrative:
A sample has been received, but the eval is not complete. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).